Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged is incorrectly leveled and when the drawer is opened, it closes itself. No patient impact was reported. The following information was provided by the initial reporter: the user reported to the account manager that the device is incorrectly leveled and when the drawer is opened, it closes itself.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged is incorrectly leveled and when the drawer is opened, it closes itself. No patient impact was reported. The following information was provided by the initial reporter: the user reported to the account manager that the device is incorrectly leveled and when the drawer is opened, it closes itself.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01320 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.